Event description:
The pt remembers tripping and falling in (B) (6) 2010. Subsequently, he developed pain in his right hip and presented to surgeon who diagnosed a # exeter stem in situ. This had been inserted in 2006. On (B) (6) 2010, surgeon removed # stem. Initially attempting to drill into the distal portion (note damage to stem portion), but when this failed, he made a window in the cortex and knocked it out. Proximal stem was easy to remove.

Manufacturer narrative:
Add'l info has been requested, and if rec'd, will be provided in a supplemental report.